Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the paroxysmal supraventricular tachycardia procedure, the sheath was inserted into the patient, and blood leaked from the hemostatic valve of the sheath. This occurred before the catheter or septal puncture needle was inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device. No additional venipuncture was performed for sheath replacement.